Event description:
Reporter calling, stating her husband was directed by his physician to begin using a zoll wearable defibrillator vest on (B)(6) 2024. Reporter states her husband had an lvad (left ventricular assist device) placed and was directed to use this zoll vest until pacemaker surgery could take place. Reporter states that their physician told them that zoll "has a corner on the market" and was also told there is virtually no other wearable defibrillator device available for use. Reporter states there were ongoing problems with the wearable defibrillator vest shortly after her husband began using it. Reporter states that the device would frequently send audible alerts/warnings that it was preparing to administer a shock, however her husband was having no symptoms at all. Reporter states the device would behave this way at all hours of the day and would occur whether they were just sitting at home or out in public. Reporter states her husband would simply "remove the battery" whenever the device gave this warning to prevent the device from administering a shock when her husband didn't need one. Reporter states she spoke with a zoll representative, and was told by the representative that the device was behaving this way due to "noise". Reporter states she and her husband have concerns about this faulty product and that her repeated calls to zoll to express concerns about their product have not been returned. Reporter states zoll recently sent her a bill for "(B)(6) dollars" but reporter states she has not paid this bill at the present time. "Invoice: (B)(4), account: (B)(4)".